Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion sets tubing detachment events on (B)(6) 2024. The site of detachment was connector. The patient replaced infusion sets and resumed insulin successfully. No further information available.